Event description:
It was reported that during follow-up, the pulse generator went into backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. After downloading the product code, normal function resumed.